Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was being implanted with an impella cp device for mechanical circulatory support. Access was gained for impella placement through the right femoral artery utilizing a fourteen french peel away sheath. Single access technique was attempted with a seven french destination sheath however, the medical professional could not advance the sheath to a comfortable position. The sheath was removed, and re-access achieved at the ¿two o¿clock¿ position using a fast cash sheath. The second attempt at implant was effective with no additional complications.